Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or a few weeks later, opened the neck incision, irrigated the pocket, tucked the stimulation lead, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with swelling and recurring infection at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with no evidence of persistent infection. However, patient presented with a lump and drainage at the neck incision site. Physician prescribed another round of antibiotics. Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with an abscess at the neck incision site. Physician prescribed antibiotics. This resolved the issue.